Event description:
It was reported by service report that the scale was not weighing correctly on the bed and the patient right siderail could not be moved. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell roller, sleeve bearing, glide rod.